Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.00x16 synergy ii drug-eluting stent, it was noted that the stent came off the balloon before it went inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.